Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that during an in-office visit, this implantable cardioverter defibrillator (ICD) exhibited rising thresholds that were above the programmed outputs and loss of capture was noted on the first threshold tests. In addition, there were recorded episodes of electromagnetic interference (emi) noted seven months prior. Impedances and sensing were all stable. A CT scan was performed, and it was alleged that there was a right ventricular (rv) lead fracture or perforation noted. Additionally, this patient was admitted into the toronto general hospital for further testing. A second CT scan was performed, and it was confirmed that there was no perforation and no lead fracture. The rv noise was not related to a lead fracture, rather it was likely due to an external noise. This patient was then transferred to sault area hospital. Remote monitoring via latitude home monitoring system was arranged for the patient. This patient paces in the right ventricular less than one percent and is not dependent. No additional adverse patient effects were reported. This device remains in-service.